Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient¿s medical history includes back surgery and bilateral foot pain. During a post-operative impedance check, it showed possible open at electrode 6. There were no environmental/external/patient factors that may have led or contributed to the issue. No actions would be taken to resolve the issue as this electrode is not necessary in programming to full coverage. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.